Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient would be monitored closely. A reason for the pump stops was not identified. There was no adverse patient effect from the event. The plan of care was close monitoring. There was action undertaken to resolve the issue as the reason for the pump behavior was unclear. It could only be assumed to be a loose connection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after log file analysis the ventricular assist device (vad) coordinator noticed a short period of time when the pump was not able to maintain the speed. On (B)(6) 2025 the speed dropped from 8600 revolutions per minute (rpm) to 5380 rpm for a couple seconds. It was noted the driveline underwent a repair/exchange in (B)(6) 2024. The patient would be monitored closely.

Event description:
A reason for the pump speed drops was not identified.

Manufacturer narrative:
Corrected data: section b5: corrected from "a reason for the pump stops was not identified" to "a reason for the pump speed drops was not identified". Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of a low speed event; however, a specific cause for the event could not be conclusively determined through this evaluation. The submitted log file contained data from 15jun2025 through 01jul2025. Data from the reported event date of 25jun2025 was reviewed. The fixed speed was set to 8600 rpm with a low speed limit of 8400 rpm. A transient low speed event, with pump speed falling as low as 5380 rpm, was captured at 04:50:03 to 04:50:04 on 25jun2025 while the system was supported by the power module. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed prior to and following the low speed event. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of this IFU addresses pump parameters including pump speed. Additionally, section 6 of the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines alarms and how to respond to them, including low speed. No further information was provided. The manufacturer is closing the file on this event.